Event description:
According to the reporter, they had a three capsules which failed to attach to the patient¿s esophagus. The first two capsules were found in the patient¿s stomach. The third capsule was found in the patient's mouth and was retrieved using a snare. The patient did experience respiratory distress during the procedure, but it was reported that the patient was extremely obese. The physician verified the capsule placement endoscopically. No lubricant was used to facilitate the placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.